Event description:
Customer claims that the alarm unit has two buttons that are being depressed at the same time. The unit appear as though it's functioning, but it's jammed. The pt got out of bed and the unit did not alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows the unit buttons are intact and working. The unit was functioning with a broken tone at the beginning of the test. No alarm tone when the unit was connected with the nurse call cable. The returned batteries measured below the required voltage to power up the alarm unit. (B) (4).